Event description:
The facility reported a pump that would not beep like other pumps when disconnected from ac power. This event occurred during customer use with no pt involved. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of an evaluation or if any additional info becomes available.